Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. The customer was unable to resolve the issue by loading a new cartridge as the alarm recurred, prompting customer technical support (cts) to assist in replacing the pump. A replacement was arranged, and the customer planned to use multiple daily injections as a backup therapy. Cts confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it using a pre-paid label within 10 days, which the customer understood and acknowledged.